Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no samples returned for evaluation; therefore, the affected device could not be evaluated to confirm the reported failure mode. As part of the investigation a gemba walk was performed and all processes and controls were reviewed and found to be correctly followed. There were no abnormal conditions found that could trigger the reported condition. Based on all available information, a root cause could not be determined at this time. A supplier corrective action request has been issued for the supplier to further investigate and address the reported condition. We will continue to monitor related reports to determine if additional actions are necessary.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the feeding tube leaked out and then ruptured, requiring a temporary feeding tube to be inserted. Additional information received on 26feb2026 stated that no further details are available.